Event description:
It was reported that shortly after implant, the patient developed a rash all over his body. It has not yet been determined if the device is the cause of the rash. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.